Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred, the device would not power on. The device was off for 8 days due to power outage; the device would not work and displayed a service required message. The manufacturer received information alleging the patient fell twice due to lack of sleep, and the patient alleges disorientation, pain/soreness, and bruises. Medical intervention was two 911 calls for assistance from first responders during the patient's falls. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred, the device would not power on. The device was off for 8 days due to power outage; the device would not work and displayed a service required message. The manufacturer received information alleging the patient fell twice due to lack of sleep, and the patient alleges disorientation, pain/soreness, and bruises. Medical intervention was two 911 calls for assistance from first responders during the patient's falls. The report is now changed to not-reportable due to no involvement of device in case of patient's harm according to pms decision.